Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of the capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. In addition, no lube was used for capsule placement and there will be a repeat procedure but has not been scheduled yet . They removed the capsule that was still attached to the device, did not replace with new capsule because it tore out a piece of tissue when did not attach to esophagus. The physician made the decision to not place another capsule after first one failed. Patient was discharged to home and for now they cannot confirmed if there was any injury caused by the malfunction. The delivery system and capsule has been returned for investigation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger not fully pushed down, causing the needle to not be in the proper position to attach. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.